Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the green trigger wire release mechanism of the zdeg-pt-40-210-pf (complaint device) was so hard to pull back that the graft jumped when it was released, and this created a retrograde dissection. It was reported that the green release knob was not rotated when pulled back. The patient underwent an ascending aortic repair due to this occurrence. Review of the device history record gave no indication of the device being produced out of specification. As no complaint device was returned for investigation, it has not been possible to determine the cause of the reported event. An internal action is in progress to handle difficulties/inabilities in withdrawing the green trigger wire release mechanism. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: zdeg-pt-40-210-pf / e4241285: the graft was so unstable that it jumped when they forced on the trigger wire and it created a retrograde dissection. The patient had to have a surgery from cardiac surgeons to repair it.